Event description:
Surgeon was unable to secure rod with the set screws. After unsuccessfully attempting to lock the system in place, surgeon decided to remove the rod and use a different biomet spine system. Pt left under general anesthesia for approximately 1.5 hours while the replacement system was retrieved and available for use. Pt outcome: pt subsequently arrested and was transported for emergency treatment.

Manufacturer narrative:
Add'l catalog # 94410. Additional parts involved: catalog # 94645, common device name: mni. Catalog# 94640, common device name: mni.